Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was observed that the implantable cardioverter defibrillator (ICD) exhibited header connection problem and failure to tighten or remove the header setscrew, which had led to high pacing impedance. As a resolution the ICD was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The reported event of connection problem of header was not confirmed. The reported event of loose or intermittent connection of set screw was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis found rv and lv setscrew full of septum material, consistent with having occurred during the procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.